Manufacturer narrative:
Zoll has not received the product for investigation. A supplemental report will be filed when the product is returned and investigation has been completed.

Event description:
During shift check, customer reported that the autopulse platform (sn (B)(4)) displayed a user advisory - ua20 (position out of range) error message on the user control panel. The customer was unable to clear the advisory. No patient involvement.